Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during cleaning and disinfection, the subject rigid video scope had a "light guide bundle dark". There was no harm or injury reported.

Event description:
Additional information from customer: the intended procedure was a therapeutic laparoscopic surgery. The procedure was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h3, h4 . The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide adapter is broken, the universal cable sheath is broken and scratched, and the universal cable sheath protector is wrinkled. Regarding the customer allegation, since it was not possible to reproduce the malfunction, a cause of the event could not be established. For the newly identified malfunctions, all of them are due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.